Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd epicenter¿ single user software, two patient ids were switched with each other after manual input. No patient impact reported.

Event description:
It was reported that when using the bd epicenter¿ single user software, two patient ids were switched with each other after manual input. No patient impact reported.

Manufacturer narrative:
Investigation summary: customer reporting 2 samples switched their patient information during entry into the instruments. Unable to modify the values in epicenter (444165/g6my83900bhp) after samples were removed. Information in the lis is correct. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of july. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.